Event description:
Customer reported that erroneously low sodium results were generated by the unicel dxc 800 synchron system. The system was calibrated and quality controls were within spec prior to the event. The erroneous results were not reported out of the lab. The samples were retested and yielded results within clinical expectations. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. No cultures of the system were taken or provided. The fse did not find any hardware problems. The potassium electrode and carbon bridge were replaced. The system was decontaminated. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.